Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. The reporter denied presence of moisture or physical damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 4/02/2017. Device evaluation: the device has been returned and evaluated by product analysis on 3/09/2017 with the following findings: the black box data from the report date has been overwritten due to continued use of the pump. The current black box showed no evidence of a power issue. The pump¿s ¿ez-prime¿ steps were performed correctly and all the current draws were within specifications. The pump powered on normally and with no alarms and the pump was exercised for 24 hours with no power issues occurring. The initial complaint about a ¿power¿ issue was not duplicated during the investigation. The pump¿s case was removed and there was no evidence of moisture or loose components inside pump. During visual inspection of the pump, it was observed that the battery compartment and the returned battery cap were undamaged and the cap was able to fit securely to the pump. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.